Manufacturer narrative:
The insulin pump had a frozen display. The problem was isolated to the mother board. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a frozen display with the insulin pump. The customer also stated the insulin pump was buzzing. Customer's blood glucose was unknown. The customer also reported no alarms occurred during or after the insulin pump's buttons stopped working. The customer also could not verify if the time was advancing during the frozen display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.